Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six device. Three reloads were received fully fired with the interlock engaged. Microscopic inspection of one of the three loading units displayed knife damage. The loading units were reset and loaded into the returned stapler. The loading units and stapler were applied to the appropriate test media with acceptable results. Two loading units were received sealed with the appropriate packaging in an undamaged condition. One reload was received with a full complement of staples and not engaged in interlock. Functional testing was performed which included loading the cartridges into the returned stapler. The loading units and stapler were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy procedure, for the first reload used, the staples were coming out of the reload prior to firing. The second one there was poor staple formation. A surgical intervention was needed - they over sewed the staple line to fix the issue and complete the case. There was no patient injury.